Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2018-02436, 3006705815-2018-02437. It was reported that the patient was experiencing discomfort described as a burning sensation at the ipg site when stimulation was on. In turn, the pain began to radiate done the leg with the stimulation on or off. As a result the patient's scs system was explanted.